Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-03703.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03703. It was reported the patient suffered a fall, and then reported an increase in pain and the inability to activate programs. Reprogramming was only temporarily successful. Diagnostics revealed high and low impedances. To address the issue, the physician explanted and replaced the two leads, which resolved the high impedances. Low impedances remained, but were attributed to lead placement in the cervical space. Effective therapy was restored